Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. Customer's other blood glucose value: 323 mg/dl. The customer was treated with insulin pump. The customer stated that the tubing was leaking during high pressure test. Troubleshooting was performed and the insulin pump will not be returned for the analysis. Frn-unk-rsvr; unomed inf set.